Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis with a mandrel in lumen and a stent protector partially covering the stent. A visual and microscopic examination of the crimped stent identified stent damage. The stent was returned partially covered by a stent protector stent damage was noted proximal of the stent protector and inside the stent protector, the proximal struts were lifted and stent had been stretched proximally. An attempt was made to remove the mandrel and stent protector distally however, the mandrel was stuck in the lumen so they could not be removed. The stent protector was not stuck to the stent. The device was placed in waterbath at 37 degrees to soak in an attempt to free the mandrel. Following soaking for 20 minutes the mandrel moved freely in the lumen. The stent protector could then be removed and the stent, tip and distal balloon cone could be fully examined. The 6 most distal stent strut rows were undamaged and the distal stent outer diameter was measured and was within maximum crimped stent profile measurement. Once the mandrel and stent protector were removed, a visual and microscopic examination of the tip identified tip damage; the tip appeared stretched. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and the shaft polymer extrusion profile revealed no issues. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-april-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 85% stenosed, 18x4.00mm, concentric and the de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified right coronary artery. After a 7f jr 3.5 non-bsc guide catheter was advanced and a non-bsc guide wire crossed the lesion, predilation was performed with a 3x12mm non-bsc balloon catheter, leaving 70% residual stenosis in the lesion. A 4.00 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Dilation was again performed and a buddy wire support was used along with a guidezilla guide catheter extension, but the stent still failed to cross. A 4x18mm non-bsc stent was then used and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.